Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of PICC catheter tip dislocation/malpositioned into the jugular vein during injection cannot be confirmed. No PICC sample was returned for evaluation and no x-ray images provided for review. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. The device history records for the lots obtained through the ship history report (packaging lots) were reviewed. In addition, the corresponding lots for (46700128) were reviewed. The angiodynamics component lots reviewed were (5647574, 5648746, 5651380, 5654166 and 5655309). The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A distributor reported an issue with a bio-stable 4f sl-55cm. It was reported the PICC dislocated [catheter malposition] in the jugular vein, during injection of contract medium. It was reported that the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident but the device was removed. The reported device is not available to be returned to the manufacturer for evaluation.